Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt's wife reported pt has been experiencing erratic readings since (B)(6) 2011. Wife stated pt's readings have ranged from 27-400 mg/dl. Pt's target blood glucose range is 70-130mg/dl. Wife reported pt has required assistance from his wife when his readings were up to the 300-400 mg/dl range. Wife stated she gave him an injection of insulin. Wife reported the pt requested assistance from a neighbor to help them understand why his readings are fluctuating so much. Wife stated the day the neighbor came; she gave him some crackers and peanut butter because his readings had dropped down to 27 mg/dl. Wife reported the pt would not have been able to self treat on both of these occasions. Wife stated the pt went to the doctor on (B)(6) 2011, for assistance with the erratic readings and the doctor advised him to adjust the basal rates by 15% from 8 am - 12 pm. Wife reported the infusion device has not alarmed with any error messages. Wife stated they are not sure why the readings are erratic but they are confident the infusion device is working correctly. Wife reported the pt has always suffered from erratic readings. Had pt disconnect at the infusion site and bolus 5.0 units of insulin into the air; the full bolus delivered and insulin was seen emerging from the tip of the infusion tubing. Verified pt's basal rates. Advised wife the infusion device can't be programmed to the hundredths of a unit. Advised wife to contact her physician for the actual number he wanted the basal rate programmed to. On follow up call on (B)(6) 2011, pt's wife reported pt's trainer called and assisted them with programming the infusion device to give the 15%. Wife stated, they will be doing it manually on a daily basis since the device does not offer the capabilities of smaller basal increments. No product return was requested.